Manufacturer narrative:
Further analysis was performed on the main printed circuit board. Visual inspection noted that two diode components appear heat stressed. Bench analysis found that surge current was above normal and was the current limit of the power supply. It was noted that two diodes were shorted. Also, one capacitor failed in-circuit, surge current was then below normal for this test and a battery removal test failed. After a capacitor was replaced, the battery removal test passed, the device stayed on for greater than ten seconds after the battery was removed. Conclusion: the battery removal failure was caused by two diode component and one capacitor component failures.

Event description:
It was reported the device was defective. Followup indicates detailed records were not available but the device may have had a lower display that was illegible (vertical voids). The device was returned for trade-in. No patient involvement or complications were reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the reported event; the device would not power up. Main printed circuit board assembly found out of electrical specification. Analysis also found the upper case, lower case, bail covers, and lead flex cover were broken. Battery contacts were compressed, battery drawer and battery release were contaminated, and the keyboard was scratched. (B)(4).